Event description:
The customer reported that the stabilizer broke at the junciton with the foot. It was reported that the case was completed with another stabilization device. There were no complications to the pt. The surgeon reported that no pieces were left inside the chest. In order to rule out the presence of any small pieces, the surgeon used suction device to remove any pieces that may have been left behind.